Manufacturer narrative:
Date of initial report: november 2, 2007. Evaluation of the incident device found that the jaws of the instrument had closed on the webbing of the divider. This prevents the divider from retracting to its home position and therefore, the jaws of the device cannot be opened. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that during a vaginal hysterectomy, the jaws of the ligasure impact device stuck in the slightly open position with the blade exposed.